Manufacturer narrative:
The evaluation was completed. Two pale yellow irrigation sleeves were returned in a plastic bag. The original packaging was not returned. The part number and lot number cannot be verified or determined. Visual inspection of the sleeves found them dirty with particulates and dried solutions all over. The sleeves look used. Microscopic examination of the sleeves found a rim of flange visible at the back of the hub (thread end). There are white colored particles all over the outside and the inside of the sleeves. In addition, a white colored particle was found loose in the plastic bag. The particle is approximately 361.09 microns by 426.92 microns in size. The sleeves and the particle were sent to an external laboratory for analysis. The laboratory analysis indicated the material was primarily carbon with lesser concentrations of mineral deposits and saline residue. The dirty condition in which the samples were received prevented a determination of a root cause as the source of particles is unknown. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The lot number of the device was not recorded, we are unable to review the device history record. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported during surgery, a white foreign material went into the eye from the tip of a phaco handpiece. The foreign material was successfully removed. No patient impact reported.